Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary arteries using an indigo system flash aspiration catheter (flash catheter) and a non-penumbra sheath. During the procedure, the physician successfully removed thrombus from the left lung using the flash catheter and sheath. The flash catheter was then repositioned to the right lung to begin aspiration. While torquing the flash catheter, the physician observed via angiography that the flash catheter was not responding and had fractured along its distal segment in the right middle lung lobe. The physician then advanced a balloon catheter to the fractured location and inflated it across the fractured segment of the flash catheter. The fractured flash catheter, balloon catheter, and sheath were then removed together. The procedure was completed using a new flash catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned indigo system flash aspiration catheter (flash catheter) revealed that the catheter was severely kinked on its distal length and the catheter lumen was damaged at the kinked location. This is likely the reported fracture. The reported torquing of the catheter during the procedure likely caused the damage. If the flash catheter is torqued unrestrained against resistance, damage such as this may occur. Based on the reported complaint, the root cause of the resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.